Event description:
It was reported the trial was ineffective for the patient. The patient had two leads (from the same lot number). Both leads were returned to the manufacturer for analysis. It was reported visually, there was blood inside a lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.